Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in 190 devices. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation from catalog 367856, lot numbers 5076172. The evaluation of the photos confirmed the presence of fm in the tube. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5076172, for the indicated failure mode: foreign matter -other. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in 190 devices. No patient impact reported.